Manufacturer narrative:
Based on the claim against the product by the customer noting a gripping issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed and the complaint regarding the gripping issue was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. No gripping issue was found. The energy was delivered without any issues on the in-house system. The instrument was retested and passed all in-house testing on both attempts. The instrument was fully functional. A visual inspection was performed and there was no damage found. Additional observation(s) not related to the customer-reported complaint: the instrument was found to have thermal damage on the bipolar yaw pulley with an exposed electrode on one of the bases of the bipolar forceps grip. The instrument was also found with damage to the conductor wire¿s insulation at the distal end of the yaw pulley with no exposed internal wires and no fragments fell. The instrument passed electrical continuity and energy delivery.

Event description:
It was reported that during a da vinci-assisted simple partial nephrectomy surgical procedure, the surgeon felt the tension was off on the maryland bipolar forceps instrument. The instrument was not holding/functioning properly. The instrument was reseated to resolve the issue. The procedure was completed with no patient harm.